Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) alarm on the homechoice (hc) during initial drain. The home patient (hp) stated he had not opened the patient line clamp during prime. The hp was connected at the time of the alarm. The technical service representative (tsr) assisted hp end therapy and advised to use new supplies. The tsr also instructed hp of proper priming protocol per user manual. No patient injury or medical intervention was reported.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.90.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was likely caused by a closed clamp on the patient line. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).